Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was double counting resulting in the delivery of several inappropriate shocks. It was reported that the first shock accelerated the patient's rhythm.